Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt380 adult breathing circuit was returned to fph in new zealand for inspection. It was pressure tested and subsequently immersed in a water bath to test for leaks. Results: the pressure test result was outside of the required specification. Upon immersion in a water bath, a hole was observed in the evaqua (expiratory) tube. A lot check was not performed as no lot information had been provided. Conclusion: we were unable to determine the root cause of the damage observed. All rt380 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the subject breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt380 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube; however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt380 adult dual-heated evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test. This was observed prior to patient use.